Manufacturer narrative:
Device record review indicated the product met release criteria and there were no remarks related to this issue in the records. A functionality test had been performed during the blistering operation of this device; the results were within specifications. Further investigation was performed by the supplier. In order to prevent similar reports, the suppliers will further optimize the gliding force of the syringes. (B)(4).

Event description:
Adverse event(s): "none reported" (no consequences or impact to patient). Product problem(s): "the product cannot be emptied completely, the plunger is not gliding as smoothly and easily as before" (delivery system failure [plunger]). A nurse reported the product cannot be emptied completely. The plunger is not gliding as smoothly and easily as before. Sometimes, it can only be pushed up to the middle and is blocked completely, or can only be pushed further with a lot of force.